Event description:
It was reported that a patient received inappropriate shocks due to t-wave oversensing. Programming changes were made. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.